Manufacturer narrative:
Additional manufacturer narrative: the device was not returned to edwards for evaluation as it remains implanted. The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Structural valve deterioration (svd) can result in regurgitation and/or stenosis. The type and cause of regurgitation varies depending upon multiple factors. Regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration. However, advances in valve design and bioprosthetic material have been made with the intention of reducing leaks by providing more efficiency hemodynamics and longer tissue durability. In this case the svd resulted in both regurgitation and stenosis. Based on the information received the root cause of the event is indeterminable; however, patient factors may have contributed to the event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that a 29mm transcatheter valve was implanted inside a disabled 31mm mitral valve in the tricuspid position via valve-in-valve procedure due to severe regurgitation and stenosis secondary to structural valve deterioration. The 31mm valve was implanted five (5) years, one (1) month, fifteen (15) days at the time of the valve-in-valve intervention. Both devices remain implanted. The patient tolerated the procedure well.